Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment on an abdominal aortic aneurysm. Aneurysm mophology is unk. The iliac arteries were reported to be excessively tortuous and the aortic neck was long with 50 - 60 degree of angulation. It was reported that during retraction of the runners, the stent graft was pulled down lower than intended. There was a type I endoleak present requiring an aortic cuff to be implanted however, there was not enough overlap, therefore a second aortic cuff was implanted and successfully sealed the endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: pt's condition affected effectiveness of device (tortuous iliac arteries and angulated aortic neck). Inherent risk of procedure (endoleak). Eval conclusion: device failure/lack of effectiveness related to pt condition (tortuous iliac arteries and angulated aortic neck).